Event description:
It was reported that there was no problem during the introduction and use of the ablation catheter during the ablation procedure. However, at the end of the procedure, when the doctor tried to remove the ablation catheter, it was impossible. So the doctor removed everything; sheath introducer and ablation catheter. After removal, it was noted that the silver core conducting wire of the proximal electrode was outside of the catheter and it was broken. The soft shaft of the catheter had split as well. No fragments were left in the pt.

Manufacturer narrative:
The complaint sample has not been received but it expected to be returned. A follow-up report will be sent upon completion of the investigation.